Event description:
The patient received a vagal nerve stimulator (vns) approximately three years ago. The patient was satisfied with the results of the vns, but became worried that the battery was no longer working, and the stimulator was therefore turned off. It is unknown why the patient thought that the battery was no longer working. The device was explanted, and a new device was implanted. The operating notes indicated that the lead itself was intact so only the generator was replaced. The surgeon indicated that the lead was in good working condition.